Event description:
It was reported that an ilet user experienced roller-coaster blood glucose with recurrent lows and highs associated with inconsistent and late meal announcements and self-directed factory resets. Symptoms included hyperglycemia accompanied by dry mouth. Outcomes included transient functional impairment due to glucose excursions without hospitalization. Investigation included review of device use history, blood glucose event details, and troubleshooting with user education on correct meal announcement practices and discussion of target adjustments. Investigation of this case revealed user handling and use error related to incorrect and delayed meal announcements leading to algorithm-driven insulin delivery that contributed to hypoglycemia followed by overtreatment and rebound hyperglycemia. It was concluded that the event resulted from user error in meal announcement timing and selection with device performance consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.